Event description:
It was reported that the patient with this pacemaker experienced pain and discomfort when pacing was delivered. Technical services (ts) was consulted and discussed how some patients may be sensitive to pacing delivery and experience what was reported. Pacing delivery was turned off. At a later date, the device had its programming adjusted so it did not use the auto capture threshold feature and instead used a fixed output for its capture threshold. Pacing delivered was reenabled and patient symptoms were resolved. This device remains in service. No additional adverse patient effects were reported.